Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a pair new transmitter error was found within the investigation window. The allegation was confirmed. The root cause is low tx battery that led to a failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred.  Data was evaluated and the allegation was confirmed. The root cause was determined to be a low battery that led to a transmitter failure. The reported issue of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.